Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) implant was sticking out of their chest and the area was itchy, uncomfortable and would bleed. The device was explanted. No further patient complications have been reported as a result of this event.